Event description:
Allegedly, the patient was diagnosed with radiology. Evident loosening of the prosthesis was detected, the tibial base was replaced. The initial implantation was performed in 2015. First revision: it was detected shortly after implantation that there was infection and an insert change was performed. Pe was not firmly attached to the tibial component as intended, but became detached from it. As a result, there was wear of the underside of the insert with polyethylene granulomas. There were polyethylene granulomas throughout the joint and complete loosening of the prosthesis. The joint was reconstructed with a complex coupled, modular, stem-guided prosthesis and all granulomas were removed in approximately 3 hours of revision surgery. The explants were given to the patient: product ID: kimp312r advance® ii medial pivot tibial insert sz 3 right 12mm / lot no: 1687317/ qty: (B)(4). Product ID: kftcnp3r advance® primary femoral size 3 right nonporous / lot no: 1707334/ qty: (B)(4). Product ID: ktccnp30 advance® ii cocr tibial base nonporous sz 3 standard/ lot no: 1644600/ qty: (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.